Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed 22ga x 1.00in. Insyte autoguard unit from lot number 2235212. The device was received retracted. The safety mechanism was disengaged, and a functional test revealed that the needle retracted successfully when the button was pressed. The returned unit provided for evaluation met and performed per the required manufacturing specifications. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We appreciate you taking the time to bring this observation to our attention. We regret any inconveniences this incident may have caused you and your facility.

Event description:
No additional information.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle was slow to retract during use. The following information was provided by the initial reporter: "the product below has a serious safety issue. The angiocath needle does not retract as it was designed to do. This puts caregivers and patients at risk for needle stick. Insyte autoguard needle would not safety. This has been the case with both a 20g and 22g needle. It is both slow retraction and no retraction at all."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.